Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a revision procedure due to a femoral stem neck fracture approximately 4 years post-op. It is unknown what devices the patient was revised to or if there were any complications during the revision procedure. Subsequently, it was reported that, approximately 17 months later, the patient underwent an open reduction and internal fixation (orif) procedure to repair an unspecified bone fracture. The location of the bone fracture and the unknown implant device(s) that may have been in proximity of the fracture was not provided. The relationship, if any, between exactech hip devices and the fracture was not provided.